Event description:
The customer reported that they had a 'pump problem' with the spectra optia machine that prevented them from doing a rinseback to the patient after a procedure. The patient had to be transfused with a unit of red blood cells. A new machine was set up and another collection was done (date unknown). More platelets were lost and the patient was transfused with 8 units of platelets. The patient's condition is unknown at this time. Due to EU personal data protection laws, patient information is not available from the customer. This report is being filed due to medical intervention via transfusions of red blood cells and of platelets post-procedures.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Per the rdf, the operator received a ¿predicted fluid balance exceeded limits¿ alarm. The operator pressed the ¿confirm¿button. The operator shortly thereafter received the ¿fluid balance no longer exceeded limits¿ and dismissed the alarm instead of pressing the confirm button. This left the alarm active and did not allow the operator to continue the procedure. The operator then entered rinseback with the alarm still active. The operator received the ¿clamp inlet line¿ prompt and similarly, dismissed the prompt instead of pressing the confirm button. Had the operator confirmed the alarms and the prompts, the operator would have been able to continue the procedure and proceed through rinseback. The machine was checked out at the customer site by a terumo bct service technician. The pump was replaced. A full autotest was run with no issues found. A saline run was also performed with no issues found. Investigation is in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue. Root cause: undetermined source of pump issues, rinseback issue root cause was user interface.

Manufacturer narrative:
Investigation: further investigation of the 'operator inputs' from the run data file indicates that the 'confirm' button was inactive. This inactive button was determined to be a software issue applicable in software version 9, which the customer was using at the time of the reported issue. Root cause: the root cause for the rinseback issue was software. Correction: the software issue is addressed in released software version 11, the customer was upgraded to this version in november 2014. This event has been referenced to an existing software issue tracking system record. Corrective action: an internal CAPA has been initiated to evaluate reports of cca control stacks. Additional information: the device has been removed from the customer site based on additionally reported issues.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury.

Manufacturer narrative:
Investigation: the replaced pump was returned for investigation. Upon visual inspection, no anomalies were found. The pump was installed in a test bed and multiple pump function tests and pump autotests were completed with no issues found. A simulated run was completed twice with no issues found. The reported pump problem was unable to be duplicated. Investigation is in process. A follow-up report will be provided.